Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Updated fields: d8, h2,h3, h4, h6, h11. Corrected fields: e1 - (B)(6) and g4 - PMA/510(k)#: k190744. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: insertion tube is broken. A root cause could not be identified. For the distal end was loose, based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. For the insertion tube is broken the event is caused by a component failure of insertion tube. The cause of insertion tube failure could not be determined. The most likely cause is that too much force was applied to the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal end on the rigid video laparoscope was loose. There were no reports of patient harm.